Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that when they opened old insulin pump and turned it on the insulin pump had pump error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer did not want troubleshooting but wanted to know that the insulin pump was ok to use or not. The insulin pump will not be returned for analysis.